Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant procedure, after placing this lead, no capture was exhibited. The physician reported trying many positions however, the lead failed to capture. For this reason, the product was removed and replaced with the same model type with capture confirmed. No other complications were exhibited. The lead was later returned for analysis.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant procedure, after placing this lead, no capture was exhibited. The physician reported trying many positions however, the lead failed to capture. For this reason, the product was removed and replaced with the same model type with capture confirmed. No other complications were exhibited. The lead was later returned for analysis.